Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value. Customer blood glucose value at the time of incident was 600 mg/dl and current blood glucose was 338mg/dl. Customer other blood glucose value was 338 mg/dl and 300mg/dl. Customer stated that drive support cap appears to be normal and the displacement test was passed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer was treated with manual injection and insulin pump. The device is not expected to be returned for analysis.

Manufacturer narrative:
The insulin pump received with operating currents within specification. The insulin pump passed self test, a21 error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to faulty force sensor resistance (gold). Unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly. The insulin pump received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. The insulin pump received with minor scratched display window and case. The insulin pump received with missing end cap sticker.